Manufacturer narrative:
Unit received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir/p-cap in place due to missing retainer. Unit also received with missing display window cover, keypad overlay texture damage and dog chew marks around casing. (B)(4).

Event description:
Medtronic received information that the insulin pump retained damage due to puppy bites. It was reported that the keypad and reservoir compartment cracks and bite marks. The insulin pump will return for failure analysis. Fa notes: unit received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir/p-cap in place due to missing retainer.